Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified ostial mid left anterior descending artery (lad). After engaging the lesion with 6f 3.5 non-bsc guide catheter and double wiring with a non-bsc guide wire, pre-dilation was performed using with a 2.0x15mm non-bsc balloon catheter. A 2.75x20mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but it failed to cross at proximal lad. A 10x3.5mm nc balloon was advanced to perform pre-dilatation at the ostial and mid lesion. The stent was advanced again but it still failed to cross. The physician decided to put a 14x3.0mm non-bsc stent at the proximal lad to mid left main artery and then post dilatation was done with a 10x3.5mm nc balloon to open the proximal lesion. The stent was advanced for the third time and was able to cross ostial and proximal lad easily but could not cross the mid lad. When the physician tried to pull the stent, the stent dislodged from the balloon and stuck in the proximal lad. A 15x2.0mm nc balloon was delivered inside the stent and the stent was deployed at 18 atmospheres. Another 10x3.5mm nc balloon was also delivered and deployed the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 2.75x20mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. Stent separated from sds. The crimp stent manufacturing data of the complaint device was reviewed. The review showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification. The maximum crimped stent profile measurement was within the maximum crimped stent profile measurement. The balloon was reviewed. There was no stent on the balloon. The balloon folds were present but were not tightly wrapped; it did not appear that the balloon had been subjected to positive pressure. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed severe stretching noted along the inner/outer shaft polymer extrusion and mid-shaft. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% in-stent restenosed target lesion was located in the moderately tortuous and moderately calcified ostial mid left anterior descending artery (lad). After engaging the lesion with 6f 3.5 non-bsc guide catheter and double wiring with a non-bsc guide wire, pre-dilation was performed using with a 2.0x15mm non-bsc balloon catheter. A 2.75x20mm promus element plus drug-eluting stent was advanced to treat the lesion but it failed to cross at proximal lad. A 10x3.5mm nc balloon was advanced to perform pre-dilatation at the ostial and mid lesion. The stent was advanced again but it still failed to cross. The physician decided to put a 14x3.0mm non-bsc stent at the proximal lad to mid left main artery and then post dilatation was done with a 10x3.5mm nc balloon to open the proximal lesion. The stent was advanced for the third time and was able to cross ostial and proximal lad easily but could not cross the mid lad. When the physician tried to pull the stent, the stent dislodged from the balloon and stuck in the proximal lad. A 15x2.0mm nc balloon was delivered inside the stent and the stent was deployed at 18 atmospheres. Another 10x3.5mm nc balloon was also delivered and deployed the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.